Event description:
An error message was reported with the adc device in use with a samsung a40 phone with android 11 operating system . Customer received a "scan error" message was with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring hcp unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink that would have led to the complaint. The user reported getting scan error message with the freestyle librelink application. Successfully scanned the sensor and received glucose readings using a similar configuration (samsung galaxy s10s, android 12, 2.8.4.9335) and was unable to reproduce the complaint. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a samsung a40 phone with android 11 operating system . Customer received a "scan error" message was with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring hcp unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.